Manufacturer narrative:
The product was returned for evaluation and testing. The report received from the affiliate indicated that the enterprise vrd got stuck in the prowler select plus microcatheter (mc) when trying to reposition the stent prior to it having been deployed out of the mc. After a strong force was used to withdraw the device; upon inspection after removal from the patient, the stent was noted to be broken/fractured. The physician used another enterprise vrd device to complete the procedure successfully. The device was returned with the stent stuck in the hub of the microcatheter. No additional intervention was required. There was no reported patient injury. The procedure was an elective stent assisted coil embolization of a left posterior communicating artery (pcom) aneurysm via femoral approach. The target lesion/aneurysm size was reported to be: 6.60 mm x 6.29mm, and the aneurysm neck was 6.58 mm. There was no information available regarding additional equipment used. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problem noted during preparation. The physician positioned the enterprise vrd stent at the target lesion and wanted to adjust the position prior to the stent being deployed out of the prowler select plus mc (product code/lot unknown). While the stent was still fully within the mc, with attempt to withdraw the stent a little, it could not be withdrawn. It was reported that the mc was at an acute bend. Then force was used, reported as "big strength" to withdraw the device and remove it from the patient. It was reported that an attempt was made to recapture the stent into the introducer during withdrawal. Upon inspection of the device after removal from the patient, the stent was noted to be broken/fractured. (B)(4): the product was returned for inspection. A non-sterile prowler select plus microcatheter was received coiled inside of a plastic bag. Device was inspected and kinks, flattened and compressed sections were noted in the microcatheter's shaft. The ID of the microcatheter was measured and was within specification. Hub ID was inspected and no anomalies were noted inside of it. Received microcatheter was flushed followed by insertion of an enterprise which advanced smoothly until it got stuck in the kinked section; it could not come out from the distal end. DHR review could not be performed since to the lot number was not received. The reported resistance/friction with the returned microcatheter was confirmed. With functional testing the cause was the flattened sections located in the distal shaft. The cause of the flattened, kinked, and compressed sections do not appear to be manufacturing related. Inspections are in place to prevent these kinds of damages leaving from the facility. In addition it was reported that there were no damages to the device prior to use and the microcatheter would have been positioned at the target site over a guidewire prior to insertion of the enterprise. Procedural/handling factors including the reported acute angulation of vessel and resultant interaction between the enterprise and microcatheter may have contributed to the inability to reposition the enterprise within the prowler select plus. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR report # 1058196-2011-00034 and #1058196-2011-00057. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of a left posterior communicating artery (pcom) aneurysm, the physician positioned the enterprise vrd stent at the target lesion and wanted to adjust the position. The physician attempted to withdraw the stent a little but could not. The physician then used force (big strength) to withdraw the device and remove it from the patient. Upon inspection of the device after removal from the patient, the stent was noted to be broken/fractured. No additional intervention was required. The physician used another enterprise vrd device to complete the procedure successfully. There was no reported patient injury. The procedure was elective. The access site for the procedure was femoral. The target lesion/aneurysm size was reported to be: 6.60 mm x 6.29mm, and the aneurysm neck is 6.58 mm. There was no information available regarding additional equipment used. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problem noted during preparation. Addendum: the enterprise vrd stent pre-deployed in the hub of the micro-catheter.